Manufacturer narrative:
First tests performed on site showed that the temperature regulation worked like specified. The humidifier did not work properly. The device is in quarantine. Further info will be provided with a follow up report.

Event description:
It was reported that a (B)(6) child treated in an incubator received a hypothermia (32 degrees c) and that the child dehydrated. It was reported that the humidifier of the incubator did not work.